Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the customer-supplied photograph was performed and observed an e12 error code. The complaint was confirmed and the root cause was associated with component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include poor ventilation due to external obstructions to vents or excessive dust buildup on rear fans or fan guards. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A complaint history review concluded this was a repeat issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the new installed light source 500xl xenon suddenly gave a temperature error alarm e12 during meniscus suture operation. Then the same device was used to finish the procedure after cooling and restarted. There was a delay of less than or equal to 30 min. No injuries or other complications were reported.